Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-05905. It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (av). A 10.0 x40, 75cm gladiator¿ and 12.0 x40, 75cm gladiator¿ balloon catheters were selected for dilation. However, during initial inflation on both devices at approximately 10-14 atmospheres, the balloons ruptured. The devices were completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail for eval, returned to MFR. Device evaluated by MFR., method code, result code and conclusion codes updated. Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon was unfolded had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. Blood was noted within the balloon which is evidence of a device leak. A visual and microscopic examination identified a longitudinal tear in the balloon beginning 2mm proximal to the proximal edge of the distal markerband and extending distally along the balloon material for approximately 10mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID: (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05905. It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula (av). A 10.0 x40, 75cm gladiator¿ and 12.0 x40, 75cm gladiator¿ balloon catheters were selected for dilation. However, during initial inflation on both devices at approximately 10-14 atmospheres, the balloons ruptured. The devices were completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.